Event description:
Treatment of an aneurysm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012 and it was discovered that the pipeline had retracted into the aneurysm on (B)(6) 2013 during her follow-up. No other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).